Event description:
It was reported that at the beginning of a procedure, air was noted inside the swartz introducer and the pt experienced an air embolus and subsequent st elevation. The physician inserted an inquiry optima diagnostic catheter into the swartz fast cath introducer but noted air in the introducer. The air was flushed out and shortly after this time the pt developed inferior st elevation. The st elevation resolved after a few minutes and the case was finished successfully with no further intervention required.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a f/u report will be submitted.